Manufacturer narrative:
The device evaluation is anticipated, but it has not yet begun. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that implant "lacked stability" on tooth site #19. The doctor applied only a minimal amount of torque (8ncm) to the central bone and mentioned that the quality of bone was poor. The implant lacked stability in a previously grafted site. Patient has type ii bone quality and has no relevant pre-existing medical or dental condition. Doctor removed the implant and there was no report of infection at the site. Patient status is that they are awaiting healing in the grafted site. There was no abnormality with the implant itself. There was no injury to patient.

Manufacturer narrative:
The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for lack of primary stability is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Per received information, the doctor used only a minimal amount of torque (8 ncm) due to patient's reported poor bone quality. The IFU's section advancement and final seating recommended that, "continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." Without achieving the recommended torque value, the doctor could not achieve the desired stability resulting in the implant being removed. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." This event will be tracked and trended.